Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the pump¿s basal history settings were changed after the pump was rebooted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/17/2013. Device evaluation:the device has been returned and evaluated by product analysis on 10/03/2013 with the following findings: during investigation, the pump powered on with vibratory and audible tone function. The pump was programmed for 24 hours with a 1.0u/hr basal rate. After 24 hours, the 1.0 unit basal rate remained in pump settings after rebooting the pump; the units remaining were correctly calculated and recorded to the pump history. Unrelated to the complaint, evaluation revealed a discolored display screen. A test display was used for investigation and was found to function appropriately. The history/settings issue was not able to be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.